Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device photo analysis: visual analysis of the identified photos: opening shell on radius, yellow biological tissue and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: "patients concerns with the product".

Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concerns with the product. Healthcare professional additionally reported rupture. Device has been explanted.